Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported a mechanical failure of a zlb00 20.5 diopter intraocular lens (iol) and the lens was explanted. No information for mechanical failure was provided. The lens was replaced with another zlb00 of a higher diopter (21.5). There was no surgical complications and no wound enlargement. Reportedly, customer does not have an ocular response analyzer (ora). No further information provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device revealed that the lens was damaged (cut), most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. Therefore the reported complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. The results of the optical measurement were reviewed and the lens was manufactured within power specification. There were no non conformances or deviations with respect to the manufacturing process. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the product evaluation, manufacturing record review, and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.